Manufacturer narrative:
H3 and h6: updated. The suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a faulty front piezo which did not produce the sound during the event and the presence of air bubble in the downstream occlusion (dso) seal. The front piezo assembly and dso seal were replaced to resolve the reported error.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had no sound and an open dso seal identified during pre-testing. There was no patient involvement.